Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings assessed as surgical damage wrinkling: observed crease fold on the device. Additional observations: brown particles observed in the fill channel. White particles observed inside the device. No further actions are required as the device was implanted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the left side.